Event description:
Patient presented to the physician one week post-implant with neck pain and tightness in the throat that was causing a choking sensation. Physician admitted the patient, and the patient was intubated for observation. Patient was discharged two days later with improvement.